Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device trace download analysis confirmed the pump alarmed power loss. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. No unexpected power loss alarms, replace battery now alarms, or low battery alarms noted during testing. Device received with scratched case, pillowing keypad overlay, and a minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed power error detected and replace battery now alarm without prior low battery alarm. The patient¿s blood glucose level was 310 mg/dl at the time of the incident, treated it with manual injection. Issue was not resolved by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.